Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing overfill during use. The following has been provided by the initial reporter: material no. 363083. Batch no. Unknown. It was reported that tubes are overfilling. Original email stated: I am writing to inquire about the blue top sodium citrate vacutainers we currently have. We are overfilling. This is not a random event as both phlebotomy and our emergency department use this lot and are having issues. Complaint 3 of 12.